Manufacturer narrative:
Pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify black and wavy lines on the display due to display anomaly. The pump was received with cracked lcd glass, scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin pump had blank display. Customer performed troubleshoot for blank display but display did not return after restart. Customer stated that they had beep anomaly as she fell and although the pump did not look damaged it keeps alarming. Customer advised to discontinue use of the pump and revert to backup plan. Customer's blood glucose was unknown at time of incident. Insulin pump will be return for analysis.